Event description:
Related manufacturer reference number: 2017865-2025-14458. It was reported that the patient presented for a follow-up visit at the clinic. Upon interrogation, it was noted that the right ventricular (rv) lead and right atrial (ra) exhibited noise over-sensing which resulted in pacing inhibition. The rv lead was capped and replaced on (B)(6) 2025. No intervention was performed for ra lead. The patient was stable.